Event description:
It was reported that one day post-operative, a CT scan revealed that the suprarenal aortic extension developed a proximal type I endoleak. The physician elected to monitor the endoleak. One month later a CT scan showed that the endoleak had not resolved on its own. Two months post-implant the physician chose to treat the endoleak by implanting a balloon expandable stent, which successfully corrected the endoleak. The physician also elected to place a suprarenal aortic extension to ensure a good seal. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. Based upon the review of the CT reports by clinical representative, the root cause could not be determined. No conclusions can be drawn.